Event description:
It was reported that this right atrial (ra) lead was repositioned due to lead looked different on the next day check through x-ray. The lead was successfully repositioned and numbers were stable. No additional adverse patient effects were reported. This device remains in service.